Manufacturer narrative:
The device was returned to zoll medical corp and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that the device would not power up. Complainant did not indicate that there was any pt involvement in the reported malfunction.